Manufacturer narrative:
Medical devices continued: 439888 lead implanted: (B)(6) 2017, 383069 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited a ride through power on reset (por). A device update, delivered via in-clinic interrogation, was recommended by the manufacturer. The crt-p remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. If information is provided in the future, a supplemental report will be issued.